Manufacturer narrative:
Results: a sample is not available for evaluation, however the customer provided three photos of the affected device. A photo inspection showed an eclipse unit with the collar detached from the hub. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6203554. Conclusion: although the photos confirmed the reported defect, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Remedial action required: CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan, include corrective and preventive actions for the reported defect, hub collar separation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter fell off of the needle when it was attached to a holder. There was no report of injury or medical intervention.